Manufacturer narrative:
(Report source): (B)(6) study (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
An (B)(6) year-old female patient ((B)(6)), enrolled in the (B)(6) study, experienced an adverse event of post endoscopic retrograde cholangiopancreatography (ercp) pancreatitis on (B)(6) 2021. The patient had a medical history of physical status (asa ii), pancreatic tumor, and prior gastrointestinal surgical/upper endoscopic (native major papilla). The patient underwent a successful ercp completed with an exalt model d single-use duodenoscope on (B)(6) 2021 for a biliary sphincterotomy, and placement of a biliary stent. On (B)(6) 2021 the site reported that the patient experienced an adverse event of post-ercp pancreatitis on (B)(6) 2021 the patient was hospitalized from (B)(6) 2021 to treat the pancreatitis. The event resolved on (B)(6) 2021. The principal investigator (pi) assessed the adverse event of post-ercp pancreatitis requiring prolonged hospitalization with a mild severity. The pi assessed the relationship as causally related to the ercp procedure, and possibly related to the exalt model d single-use duodenoscope. There were no device malfunctions reported.